Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported the two days prior to the call the patient bent down and overextended themselves and a wire got pulled. The patient stated that her husband call the healthcare professional (hcp) and they told the patient's husband to put another bandage on it and retape it. The patient noted they felt like they were being pinched where the wires come out. The patient stated that since then, she had pain in the middle of her back and tingling down her leg, the patient stated "it is almost like numbness." The patient also noted that the wires look metal instead of white coating that was on them before. The patient stated they spoke to the hcp's office and were waiting for the hcp to call them back. It was noted the trial began on (B)(6) 2016. The indication for use is unknown.